Event description:
It was reported that a patient underwent a gynecological procedure in 2008. At about four minutes into the procedure, the rotating blade stopped working and there was a power interruption between device and generator. The procedure was successfully completed with same like product with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 08/01/2008. Blade seized/stopped. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00611. The same patient is represented in each medwatch.